Event description:
Device report from synthes colombia reports an event as follows: it was reported on (B)(6) 2021, the 42mm screwdriver arrived with a split point. The 50mm screwdriver had a bent tip and marks as if it had been tightened with pliers. In addition, it did not hold the screws and it ended up breaking during the left-hand phalanx osteosynthesis. The procedure was completed successfully with no delay and no additional intervention needed. This report is for a screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: part 03.114.002, lot h660027: released to warehouse: march 19, 2019. Manufactured by: monument. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the photos provided. Reviewing the evidence provided the reported event can be confirmed. After review of the photo provided it can be visually detected that the bit is broken from the tip. Broken portion is not shown on pictures. No other defects were detected on device. Device was used for treatment, not diagnosis. A definite assignable root cause could not be determined based on the provided information. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.